Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the parts involved with this complaint and completed the device evaluation. The reported complaint was replicated based on the field evaluation. The video slice (vsl) was installed and tested in the printed circuit board (pca) test system. The system start up failed with error 307. The vsl was removed from the system and powered up at the test bench. It came up with no heartbeat and all of the power regulators were off, indicating a power problem with the board. Based on the information provided at this time, this complaint is being reported because da vinci system unavailability after the start of a surgical procedure.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the system had non recoverable error 307 error pointing to the video slice processing (vsl2). The customer had to use the instrument release tool kit (irt) to remove instruments that were stuck on tissue. The system was restarted, and the error returned. Two more hard restarts of the vision side console (vsc) were performed with no success. The procedure was converted to a laparoscopic (lap) procedure with no reported injury. On 8/29/2019, intuitive surgical inc. (Isi) contacted the operating room nurse who confirmed that the issue occurred during procedure. The procedure was completed successfully. There was no report of any patient harm, adverse outcome or injury.